Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18888358, UDI: ((B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18888358, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned. Additional information was received that the patient's devices were explanted due to a non device related surgery.